Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an examination of the returned device revealed that blood was visible in the guidewire lumen. Because the guidewire used in the procedure was not returned a new 0.014" guidewire was inserted into the guidewire exit notch and tracked through the lumen. Resistance was met on the distal end of the distal markerband. Magnified inspection revealed that the inner shaft was buckled on the distal side of the distal markerband. There was no damage to the guidewire exit notch. It was confirmed that the inner shaft was damaged which inhibited guidewire passage; however, the damage is consistent with damage due to clinical use and not indicative of a product quality issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter stuck to the guide wire. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery. The physician inflated the 12mm x 2.50mm quantum apex balloon catheter once to 20 atms. As the physician removed the quantum apex balloon catheter resistance was noted, and the non-bsc guide wire stuck to the quantum apex balloon catheter. Both devices were removed as a unit outside of the patient to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter stuck to the guide wire. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery. The physician inflated the 12mm x 2.50mm quantum apex balloon catheter once to 20 atms. As the physician removed the quantum apex balloon catheter resistance was noted, and the non-bsc guide wire stuck to the quantum apex balloon catheter. Both devices were removed as a unit outside of the patient to complete the procedure. No patient complications were reported and the patient's status is good.